Manufacturer narrative:
The customer has stated that they were performing proper maintenance and passing quality controls. The customer communicated that they did not have any remaining reagent available. Without the returned reagent, an investigation cannot proceed and therefore the root cause cannot be determined. The dcu reviewed the certificate of analysis for lot in use at the time of the event, and the product met and passed all specifications upon manufacturing release. The cause of this event in unknown. No product problem identified.

Event description:
The customer reported that they received discrepant microalbumin, creatinine and albumin-creatinine ratio result on their dca vantage instrument compared to lab test. The patient's results were confirmed from the lab test. There is no reported injury due to this event.

Manufacturer narrative:
The affected test due to the device malfunction is creatinine. Hence the product code is changed to cgx in the section d2a.